Event description:
Per the customer medwatch report: "a preterm baby boy was admitted from the operating room status post-total anomalous pulmonary venous return (tapva) repair on dopamine, epinephrine, milrinone, and calcium drips for hemodynamic support. One of the 4 modules attached to one pc, with milrinone drip infusion gave an unprovoked "channel error" alarm. The module key pads were unresponsive, thus unable to reset the pump." "The module with milrinone infusion and maintenance carrier ivf were detached from pc and quickly attached to "restore" settings. Transient hypotension with mean arterial pressure (map) of low 30's was noted and intervened with volume resuscitation." No additional patient or event information was provided. Manufacturer's report number: 2016493-2014-00573. (B)(4).

Manufacturer narrative:
(B)(4). Devices not received, log review only. Conclusion code field left blank - no available code for undetermined or unknown cause. The report of an "unprovoked channel error" could not be definitively confirmed. The customer provided the device error log for review. Investigation of the error log noted the occurrence of a channel error 351.6740 (syr_nut_became_disengaged) on (B)(6) 2014 at 12:00 pm. This is believed to be the error that led to the reported incident. The exact circumstances surrounding the error condition could not be ascertained because no event log was provided and the device was routed through the service department instead of being returned to customer advocacy for a complete investigation. The root cause of the reported channel error condition was not definitively determined during the investigation.